Event description:
Healthcare professional through company representative reported "rupture". Later, healthcare professional reported "intracapsular rupture" and capsular contracture baker grade unknown. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Continued: e.1. State: on zip code: n6a 3w2. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional through company representative reported "rupture". Later, healthcare professional reported "intracapsular rupture" and capsular contracture baker grade unknown. Later healthcare professional reported capsular contracture baker grade IV. This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.